Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome. It was reported that the patient fell on her left side where the stimulator was at and since then, only one setting works instead of three like it usually does. Patient indicated that she usually can feel stimulation in her left leg area, her back and the right leg area. Since the fall, the patient only feels stimulation in her back. It was reported the patient went to an healthcare provider (hcp), but they only want to give the patient injections instead of looking at the spinal cord stimulation system. Caller redirected to hcp. No further complications were reported/anticipated.